Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221876. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the walgreens super thin ii syringe short needle had scale marking issues where the "0" began at a different place on the barrel. The following information was provided by the initial reporter: "pet owner reported a discrepency with scale markings on barrel. Stated, the "0" marking starts at diffent places on the barrel stated, when she draws insulin for her pet, she is concerned with over dosing or under dosing."

Event description:
It was reported that the walgreens super thin ii syringe short needle had scale marking issues where the "0" began at a different place on the barrel. The following information was provided by the initial reporter: "pet owner reported a discrepancy with scale markings on barrel. Stated, the "0" marking starts at different places on the barrel stated, when she draws insulin for her pet, she is concerned with over dosing or under dosing".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.